Event description:
The patient's generator replacement facility indicated that the explanted generator would not be returned. The explanted product has not been received to date.

Event description:
It was originally reported through an implant form that a patient's device was explanted due to "battery depletion, unable to interrogate due to battery depletion". Clinic notes were later received stating that the battery level was "already low" per the physician. A review of the device history record indicated that the generator had been laser-routed which has been shown to produce excess debris on the circuit board. This debris may lead to excess current draw from the generator, which can deplete the battery prematurely. No additional, relevant information was received to date.